Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned because it is discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Discarded

Event description:
It is reported that during procedure the surgeon attempted to implant a new polyethylene bearing, which did not sit flush with the tibial implant. Another polyethylene was implanted to complete the procedure.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.